Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. Analysis found the battery contacts were contaminated.

Event description:
It was reported the epg (external pulse generator) stopped working during use. The epg was returned for service. No patient complications have been reported as a result of this event.